Event description:
Customer reported the wheels are out of alignment, and the cross arm brake is stripped. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cross arm brake and aligned the steering wheels. System operates as intended.